Manufacturer narrative:
The following devices were also listed in this report: hmrs rot hinge fem bushing; cat # 64831250; lot # lcp356, hmrs rot hinge fem bushing; cat # 64831250; lot # lcp356, kmax+ rot kn med tib sleeve; cat # 64823350; lot # lcp527, hmrs rot hinge tib rot comp; cat # 64832250; lot # s4c8b, hmrs rot hinge bumper 0 deg; cat # 64832150; lot # lcs822, hmrs rot hinge axle; cat # 64831350; lot # ctd1023. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: this pi is for the 2026 revision. As reported: distal femur hmrs 2002, converted to gmrs distal femur stem with adaptor (hmrs) in 2014, converted to total femur gmrs in 2021. Bearing failure needs revision currently. Gmrs total femur - adaptor hmrs dfr w/ rotating hinge. Well fixed tibia. Requires new bearing. Right side.